Event description:
A review of the patient's programming history found that programming anomalies from a faulted system diagnostic test and generator test occurred on (B)(6) 2011.

Manufacturer narrative:
Analysis of programming history.